Event description:
The lifepak 20 defibrillator/monitor was set up to start in "manual mode" with the "hard" paddles cable hooked to the machine. During its use during cardiopulmonary resuscitation, the analyze button was pushed. This action switched the defibrillator into the automatic external defibrillator "mode." Then, an onscreen message and diagram appeared on the monitor screen. The message said "connect cable", the diagram displayed a red indicator flashing at the cable connection port of the front - lower right side. The equipment users reconnected the hard paddles cable. However the message and diagram "connect cable" remained on the screen. The equipment users then requested a replacement defibrillator unit. The pt did not receive a shock. The "intended meaning" of the on screen message was to alert the user that the machine was not detecting the connection of the hands-free therapy cable. To clear the message with the hard paddles connected, the user must switch the unit back into manual mode by pressing one of the manual mode buttons - e.g. Energy will select, or charge-. The current onscreen message may increase the potential that users will interpret the situation as a cable connection problem or equipment malfunction problem versus an incompatible mode -AED- and hard paddle configuration. Preliminary recommendations/actions: do not supply or use hard paddles with this defibrillator. Redesign the defibrillator to automatically detect hard paddles and automatically convert to manual mode when using hard paddles. Change current onscreen message to read "connect handa free cable" instead of "connect cable." Redesign to detect connection of paddles in AED mode-and change onscreen message to read "push energy select".